Manufacturer narrative:
Expiration and manufacture information could not be determined with information provided. This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that the ac adaptor failed, which "tripped" the power supply to the delivery suite. No injury was reported.